Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken belt clip, broken battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, cracked display window, scratched case and minor scratched lcd window. Pump not received with original battery cap. Cosmetic damage was confirmed at the battery tube threads. Battery cap damaged unknown. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, including missing threads on the battery tube, a loose belt clip, and a damaged battery cap with a missing or damaged metal contact. The customer reported no adverse event. The event involved product mmt-1880, acc-1601. Troubleshooting was performed, including advising the customer to discontinue pump use, place the pump in storage mode, and revert to a backup plan as per the healthcare provider's instructions. The customer was advised to monitor the product, blood glucose levels, and to call back if any further issues occurred. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1880 was requested, and the customer response was the device will be returned.